Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. Aneurysm identified in 1997; however, patient was not felt to be a candidate for surgical repair due to marked cardiac dysfunction.

Event description:
In 2000, patient implanted with graft. In the ICU, the patient became cyanotic and hypoxic. He developed a rapid atrial fibrillation and became hypotensive. He was reintubated, treated with medicine, and put on maximum support overnight. Good results achieved. In 2001, patient underwent embolectomy to treat acute thrombosis of the left iliac limb. Three days later, patient transferred to another facility for left leg pain. During treatment, physician encountered difficulty passing wire into the aorta. Patient continued to have left limb occlusion. Physician treated occlusion with stent placement and thrombolysis infusion with retaplase. Patient developed irregular tachycardia and congestive heart failure which were treated with medication. In 6/2005, patient was found to have deep venous thrombosis, most likely attributable to a chronic enlarged lymph node in the left groin area. In consideration of the patient's bladder cancer and overall decling physical condition, his physician and family decided not to put him through a procedure or treat with medicine that would elevate his other conditions. Patient was released to home hospice care.